Event description:
It was reported that a vns pt was seen for followup and they have been having an increase in their seizure frequency. Their increase is at this time reported to be over their prevns baseline rate. Their vns generator is displaying 6 months left till end of battery life and it has been decided to send the pt for a battery replacement based on their clinical presentation. They did not have any vns programming change or medication change preceding the event. At this time, their event is being attributed to their vns battery.